Event description:
The patient claimed that all buttons required several presses to activate the desired pump functions. The keypad is reportedly intact and has not been exposed to moisture. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The following was investigated once the pump was returned: testing confirmed intermittent responses to button presses on all the buttons on the keypad. Confirmed buttons are sticking and producing scrolling action. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons. Observed all the button contacts are inverted.